Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. Concomitant medical products: 5076 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead and right atrial (ra) lead were explanted and replaced due to a routine upgrade. The leads were returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This lead was reported as included in the field action noted and returned product investigation found the lead performed as described in the field action. If information is provided in the future, a supplemental report will be issued.